Event description:
Biopince failed to obtain sample. Manufacturer response for biopince biopsy device, biopince (per site reporter). They think it's a user error. However, we have had 36 of the same failures within 7 - 8 weeks.